Manufacturer narrative:
H6: investigation summary a complaint on foreign matter found in the drip chamber was received from the customer. Three sample were returned for investigation. Through visual inspection, the complaint was verified. Red specks were seen embedded throughout the entire drip chamber on all three samples. A device history record review for model 11426964 lot number 20085877 was performed. The search showed that a total of 11,523 units in 1 lot number was built on 08aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined at this time, but the supplier has initiated an investigation to further test the sample. H3 other text : see h10

Event description:
It was reported that a "red spray" substance was found in the as lvp 20d low sorb tubing chamber. The following information was provided by the initial reporter: "hello, we have noticed some red spray substance in the chamber of the tubing today."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "red spray" substance was found in the as lvp 20d low sorb tubing chamber. The following information was provided by the initial reporter: "hello, we have noticed some red spray substance in the chamber of the tubing today."